Manufacturer narrative:
There is a notch on the top of the boot in the carbon fiber that cut the scrub tech¿s gloves. Case type: tka. Update: did the cut go below and break the skin underneath the tech¿s gloves? No. Was a replacement boot assembly available for the surgery? Yes. Product evaluation and results: visual inspection confirms the boot assembly has notch on the top of the boot in the carbon fiber. Product history review: review of the product history records indicate 01 devices were manufactured under lot no 201843042201, and accepted into final stock on 08/10/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201843042201, shows 00 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed.

Event description:
There is a notch on the top of the boot in the carbon fiber that cut the scrub tech¿s gloves. Case type: tka. Update: did the cut go below and break the skin underneath the tech¿s gloves? No. Was a replacement boot assembly available for the surgery? Yes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
There is a notch on the top of the boot in the carbon fiber that cut the scrub tech¿s gloves. Case type: tka.